Event description:
It was reported that a patient that had one lead in the vim was experiencing strong paresthesia (jolting) in arm and at the tip of the hand when set at 0.5 volts in unipolar mode at each contact/electrode. When bipolar contacts were tested at 6.5 volts, there was no response or paresthesia. The patient did not receive any therapy or tremor control. Current impedance measurements were not normal: c0 1254 ohms, c1 1260, c2 1260, c3 2141, 01 33, 02 33, 03 3054, 12 34, 13 3054, 23 6054. The patient was programmed to 3-, 2+, 1- 1.5v, 60hz, 230us. No changes where observed when the patient moved their head. Additional information reported that 2 contact pairs showed low impedance readings and one pair showed a high impedance reading. The patient was reprogrammed and settings were found that offered symptom relief. The patient was pleased when he left the clinic.

Manufacturer narrative:
Product ID 37085-60, lot# serial# (B)(4), implanted: explanted: product typ extension product ID 37085-60, lot# serial# (B)(4), implanted: explanted: product typ extension product ID 3387, lot# serial# (B)(4), implanted: explanted: product typ lead. (B)(4).